Event description:
Information was received related to a study conducted outside of the u.s. Reporting that the patient underwent re-hospitalization and elective angiography at a six month follow up appointment due to in-stent restenosis. The patient was revascularized using a "drug-eluded" stent implant on the target lesion and the procedure was completed.